Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was migrating towards the shoulder and causing the patient pain. The device was explanted and replaced with a new ipg. The patient would have received a cardiac resynchronization therapy pacemaker (crt-p) if not for occlusion of the axillary and proximal part of the subclavian vein by the existing right atrial (ra) and right ventricular (rv) leads. The distal subclavian vein was being filled via collateral veins. It was also reported that the right atrial (ra) lead was undersensing despite using the lowest sensitivity possible. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.